Event description:
It was reported that the doctor implanted a long term catheter from right internal jugular in (B)(6) 2012. From that time to (B)(6), 2012, hemodialysis is successful. On (B)(6), 2012, the doctor found the pt's catheter out of position 1cm when he was stayed at home. The doctor check and confirm that the cuff still in pt's body. The catheter separated from the cuff. The doctor has to change a new catheter.

Manufacturer narrative:
The device has not been returned to the manufacturer for eval, as the device was discarded after removal. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.